Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect - clinical code - e0903 hearing impairment.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading 200 mg/dl. The patient had breakfast and afterwards, the cgm value dropped to 89 mg/dl. Around 2pm, the patient was watching tv and started to exhibit signs of speech and hearing loss. Emergency medical services (ems) was called and once they arrived, the patient¿s bg meter reading was 577 mg/dl while the cgm was reading 200 mg/dl. Ems treated the patient with an insulin injection and transported her to the ER. The patient was admitted to the hospital and was discharged home after 4 days. The patient was in ¿stable condition¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the c zone of the parkes error grid when ems checked. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.